Event description:
The customer reported to olympus, that during reprocessing of the ultrasonic gastrovideoscope, the customer had trouble inserting instrument down 45-degree channel, and foreign material was found stuck in the scope channel. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section rubber glue cracked/peeling, distal end cap dented/scratched, and missing echo signals due to piezoelectric elements damaged in the ultrasound probe. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, no air leakage was observed in the device. Therefore, the foreign material may have remained due to insufficient reprocessing. However, a definitive root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.